Event description:
.

Event description:
Medtronic received information that a distal segment of this venous cannula was surgically retrieved after the cannula had separated while in use with another manufacturer's left ventricular assist device (lvad). It was reported the patient had been transferred in an emergent condition from another facility with the lvad and this cannula in use and the patient's chest open. It was suspected that the cannula was kinked when decreased venous flow was observed (from 3.5 to 1.5 liters per minute). Repositioning was initiated, at which time it was observed that a segment of the cannula was missing. The patient was brought to an operating room and cardiopulmonary bypass was initiated, and the separated segment of the cannula was successfully retrieved surgically. It was reported that the patient died later that same day. It was reported that an autopsy was performed; however, the cause of death was not reported to medtronic. The facility subsequently provided medtronic with a copy of user facility medwatch report (B)(4). No other details were made available to medtronic.

Manufacturer narrative:
(B)(4). The cannula has not been made available for release to medtronic for analysis. For investigative purposes, a medtronic representative who visited the site was allowed to photograph the cannula, and obtained two unused cannulae from the same lot from the facility. Analysis and investigation are underway. The available information indicates the cannula was being used in an off-label manner.

Manufacturer narrative:
Uf/imp number : (B)(4), (b)(56). (B)(4). Product analysis: a medtronic representative visited the hospital to obtain additional information related to the event; however, the attending physician, surgeon, and/or hospital representative was not able to provide additional event details during the visit. The medtronic representative was allowed to view and take photos of the device in question, but was not allowed to physically touch it. During the on-site visit, the medtronic representative did not note anything unusual about the device in question, but was able to confirm that the tip was separated from the cannula body. The separation area was somewhat non-uniform, with no obvious cause for the separation. The hospital provided medtronic with two unused devices from the same manufacturing lot, from their inventory, to aid in the investigation. Medtronic received the two unused devices supplied by the hospital. Visual inspection of both unused cannula did not note any abnormalities. One of the two devices was then forwarded to the r&d lab for tensile testing to verify the tip to body joint was within specification. In an effort to determine root cause, tensile testing to induce the failure mode (tip separation) was performed with one returned unused cannula (model 97023, lot 2010032350), as well as five additional unused cannulae manufactured with the same lot of cannula body (model 97023, lot 2010060861). During testing, each cannula was held at the proximal connector and distal tip ends, and then subjected to a maximum load of 10 foot-pounds in order to test all cannula joints. All six cannula were able to withstand this standard tensile test that requires all joints to withstand 3.5 foot-pounds. Next, the same six cannula were then held three inches above and below the tip to body joint. All six cannula joints were tensile tested to failure and were able to withstand a pull force of greater than 28 foot-pounds, which is well above the specification of 3.5 foot-pounds of force. A review of the device history record did not identify any non-conformances prior to being released for distribution. Conclusion: based on the information provided and our analysis results, testing performed on the complaint lot and product from medtronic inventory, verified the tip to body joint met specification. The review of the photos taken onsite indicate a possibility that the device may have come in to contact with a scalpel or sharp instrument during the transport of the patient from the different hospitals. An exact root cause was not identified, as the product was not returned for analysis. If the product is returned and the analysis changes the investigation conclusion, this investigation will be updated to reflect the new data. We will continue to monitor for future events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.